Manufacturer narrative:
This supplemental is being sent to correct information submitted previously and to include new information. There is no evidence that the device malfunctioned and therefore we have ruled this complaint out.

Manufacturer narrative:
See incident description for device evaluation.

Event description:
Device evaluation: the lay user/patients test strips and carton have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing; the reported issue was confirmed. The test strips vial was found to have a different lot# than the carton. Complaints relating to the reported product were evaluated. It was concluded that the number of complaints for the product did not breach thresholds indicative of a systemic issue. On (B)(6) 2018, the lay user/patient contacted lifescan USA, alleging that their onetouch verio test strips vial has a different lot# than the carton they came in. This complaint was initially ruled out because during customer services troubleshooting, there was no indication to reasonably suggest that the product malfunctioned and there was also no allegation of an adverse event as a result of the reported issue.